Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent an unknown surgery. During the surgery, the screwdriver shaft broke. It was unknown if the surgery completed without delay. There were no patient consequences. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).